Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling with a bd vacutainer® esr blood collection tubes. This occurred on 4 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the tubes did not fill completely.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that tubes are under filling with a bd vacutainer® esr blood collection tubes. This occurred on 4 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the tubes did not fill completely.